Manufacturer narrative:
The investigation of the manufacturer is ongoing. H3 other text : 4118.

Event description:
Customer reported air in hls circuit that they believe was potentially caused by the avalon cannula. They changed the circuit out but continue to have air. No patient injury was reported. Complaint ID: (B)(4).

Manufacturer narrative:
The reported event occurred in USA. The following complaint information was provided to maquet cardiopulmonary: ¿customer reported air in hls circuit that they believe was potentially caused by the avalon cannula. They changed the circuit out but continue to have air. No patient injury was reported.¿ the affected product was not available for technical laboratory investigation. The lot number associated with the product was not provided. Thus the exact root cause remains unknown. The lot number was not provided by the customer. However, a generic DHR review of the catheter reflects in-process controls to inspect for leaks and damage to the catheter before packaging. A 100% in-process inspection is performed for the following: ¿ leak test ¿ visual cleanliness for the outer and inner surface ¿ visual inspection for the cannula free of kinks and bubbles ¿ visual inspection for the tip reinforcement free of bents ¿ visual inspection for the septum with leg bent down ¿ visual inspection for the reinforcing wires of the coils are not under or over the reinforcing bands ¿ visual inspection for the adhesive joints between barb connectors and catheter body is free of voids, and damage, and barb connector is flush with the cut end of the cannula body thus a confirmation of the reported failure "air potentially caused by cannula" was not possible. However, according to our risk management file the following most probable cause could be associated with the reported failure: -mechanical damage of drainage catheter the customer will be informed about the investigation results via a getinge sales and service representative. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint ID: (B)(4).